Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s weight is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device was discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a proximal third femur fracture repair on (B)(6) 2016, the helical blade coupling screw broke after it was hit with a mallet while inserting the helical blade into the femoral head. The knob at the proximal end of the coupling screw broke off and fell on the floor. The helical blade was fully inserted when the coupling screw broke. A conical extraction screw was placed inside the hole and twisted to disengage the remainder of the broken coupling screw from the helical blade. This resulted in a five (5) minute surgical delay. The helical blade remained implanted. The procedure was successfully completed with no patient harm. Patient outcome reported as stable. Concomitant devices reported: helical blade inserter (part # unknown, lot # unknown, quantity # 1), helical blade (part # unknown, lot # unknown, quantity # 1). This is report number 1 of 1 for com-235176.